Event description:
Customer sent the device to the international service center for routine periodic maintenance. The service technician during service identified that power source of device did not switch to battery. There was no patient involvement.

Manufacturer narrative:
The power management (pm) board was received at the v60 vent manufacturing facility for evaluation. Visual inspection did not identify any sign of damage or contamination. The customer returned pm board was installed in a test ventilator. The test ventilator operated on battery for a few seconds then shut down with the red alarm led blinking and the backup alarm sounding. The failure was tracked to diode d3 which had failed open (14 kohm resistance). Diode d3 was replaced in the pm board. Testing was repeated. The ventilator operated without errors during transition between ac and battery operation.